Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device remains implanted. The device will remain implanted and the patient will be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity or was operating in safety mode. This device remains implanted. The device will remain implanted and the patient will be monitored at this time. No adverse patient effects were reported.